Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm or frozen screen noted. Unit also received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer stated that keys froze earlier when he was going to bolus and then it loosened up hour later it got error alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.